Event description:
It was reported that the vision stent delivery system could not cross the lesion located at the mid third portion of the right coronary artery (rca) that was moderately tortuous and mildly calcified. After device retraction it was observed that the proximal end of the stent was uncrimped [flared]. It was stated that this occurred because of contact between the device and the guiding catheter at the ostium of the rca. The procedure was completed successfully with the deployment of a non-abbott stent. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Catalog# - corrected evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.